Event description:
Dealer just received back from repair and the unit is not working. Dealer states it takes too long to shift pressure and he is getting one red three green lights alarms and shuts down.